Event description:
It was reported that the patient developed an infection. It was red around the implant site. The patient also experienced a loss of therapeutic effect. The healthcare provider confirmed that the patient experienced redness, swelling and pain. The primary location of the infection was at the device pocket. No culture was obtained. Oral antibiotics were administered and the infection resolved.